Manufacturer narrative:
(B)(4). Physio-control provided the third party service agency with technical assistance. It was later confirmed by the agency that replacing the device's hard paddles assembly resolved the reported issue. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue was the hard paddles assembly. Device not evaluated by manufacturer.

Event description:
A third party service agency contacted physio-control to report that when evaluating their customer's device with the hard paddles connected, that none of the buttons on the right side (includes critical buttons) would respond when pressed. There was no patient use associated with the reported event.